Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the receiving inspection results, which showed the lot was manufactured according to specifications. Based on the information received, the cause of the air embolus could not be conclusively determined.

Event description:
During an af ablation, an embolus occurred. Following removal of the tacticath catheter from the patient, the patient became hypotensive and st segment elevation was noted. An air bubble was noticed in the lv apex and catheters were used to drain the air. The patient experienced a change in pupillary size and neuro interventional radiologists monitored the change. Following the lc air removal, the patient stabilized. A transesophageal 3d echocardiogram confirmed the absence of an air embolus. The patient was followed and discharged in a stable condition. It was noted by the physician that the placement of the connection for the tacticath lumen being at the end of the attached cable to the catheter may have contributed to the physicians not turning the correct stop cock off to the patient. There were no performance issues with any sjm device during the procedure.